Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient had tamponade and pericardial effusion as the right ventricular lead perforated the heart. The lead was repositioned and remains in use. Pericardial centesis was performed and a drain was attached. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.